Event description:
During an elective cardioversion with a lifepak 12 defibrillator, the first synchronized attempt did not cardiovert the pt. A second shock was given without the physician pressing the sync button, thus a non-synchronized shock was given that resulted in a life threatening v-tach heart rhythm. A code blue was called to resuscitate the pt back to a normal rhythm.